Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter has a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 8pm. As part of his diabetes regimen, the patient claimed he is on an insulin pump; however, at the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. It was noted by the cca, that 2-3 hours after the alleged issue began, the patient was having symptoms of dehydration and upset stomach; however, the patient, denied seeking any form of medical treatment. At the time of troubleshooting, the cca determined the patient was not a 1st time user of the subject meter and there was no misused of the meter. However, it was noted by the cca, that meter had fallen out of the patient's bag and then it was ran over. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.